Event description:
On (B)(6) 2011, pt reported that she was hospitalized 2 times in the past 2 weeks for hyperglycemia and that she does not believe her infusion device is functioning properly. Pt reported she does not receive intended boluses due to frequent alarms on the infusion device. Pt believes the infusion device gave e3 automatic off and an e8 power interrupt errors. The first hospitalization was for a total of 6 days, and pt had been in the hospital for 3 days at the time of the report. Blood glucose elevated to the 330 mg/dl range, and normal blood glucose is 78-100 mg/dl. Pt was treated with an insulin drip at the hospital. Infusion device was dropped a week ago, but it was not cracked. Pt switched to her backup infusion device during the troubleshooting call. Infusion device was not exposed to water or other liquids. Infusion device, cartridge, and adapter were replaced and requested for eval. The infusion sets were discarded and will not be returned for eval.